Manufacturer narrative:
Additional information was provided indicating the customer experienced a blood glucose level of less than 30 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. The customer was instructed to consult with healthcare provider regarding bg level. H6 (remove 67, add 61).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided), and disorientation. Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.